Event description:
It was reported that when the device was used during a laparoscopic sigma procedure, there was bleeding out of the anastamosis. Reoperation was required. No device is being returned.